Event description:
It was reported that during a new implant procedure, the left ventricular (lv) lead was positioned, and all parameters were checked and found to be appropriate. The physician tried to reposition the left ventricular (lv) lead again, but the parameters were not appropriate. The lv lead was exchanged. The patient was stable.

Manufacturer narrative:
The reported events of capturing problem, device sensing problem and impedance problem were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve measured to be within specification.